Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was completely blank. The customer¿s blood glucose level was 85 mg/dl. The customer was assisted with troubleshooting and the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents measurement, self test and displacement test. Device was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted. No program alarm anomaly alarm noted. Device had cracked display window.